Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at the beginning of (B)(6). The patient reported obtaining blood glucose readings of 40 and 400mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these readings do not meet lifescan's criteria for precision. The patient was unable/unwilling to share information about their diabetes management regimen. The patient reported developing symptoms of "breathing problems and dizzy" thirty minutes after the alleged issue began. The patient reported receiving treatment from an hcp but was unable/unwilling to share details of this treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious blood glucose excursion requiring hcp treatment after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis also performed a retain test. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.